Event description:
During follow-up for a separate event, it was reported by a peritoneal dialysis (pd) nurse that this patient was having symptoms of pain and was advised to go to the emergency room (ER) on (B)(6) 2022. It was stated the patient was hospitalized with a diagnosis of peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftriaxone (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to a breach in aseptic technique during the pd exchange

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in h10. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed.

Event description:
During follow-up for a separate event, it was reported by a peritoneal dialysis (pd) nurse that this patient was having symptoms of pain and was advised to go to the emergency room (ER) on (B)(6) 2022. It was stated the patient was hospitalized with a diagnosis of peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftriaxone (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
During follow-up for a separate event, it was reported by a peritoneal dialysis (pd) nurse that this patient was having symptoms of pain and was advised to go to the emergency room (ER) on (B)(6) 2022. It was stated the patient was hospitalized with a diagnosis of peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftriaxone (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to a breach in aseptic technique during the pd exchange.